Event description:
It was reported that externalized conductors on a riata lead were observed when the patient presented in the operating room for a change out due to normal eri. Patient was asymptomatic. The electrical function of the lead was tested and no anomalies were detected. Once the externalized conductors were noted, the physician stopped the procedure and scheduled the patient for a lead extraction. The lead was explanted on (B)(6) 2017. The patient remained stable before, during, and after the procedure.